Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: there was a battery compartment crack below the grip pad. There was evidence of unacknowledged alarms observed in the pump's black box on 11/11/2014 and 11/17/2014. The pump's current draws were within specification. A battery life issue was not duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.